Event description:
It was reported that there was a decreased r waves during routine follow up along with increased threshold. There also breach in insulation seen during change out. It was noted, there was an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).